Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported the cuff of the tracheostomy tube leaked after it was inserted in the patient. A non-routine replacement of the tube was required.